Event description:
A distributor of the product reported that although the manufacturer sent out a letter regarding the new packaging reiterating that the package containing the ancillary items for the procedure was non-sterile, most of the time information regarding the non-sterility did not get conveyed to the scrub or circulating nurse. The nurse is typically the one who opens the items up and without this information could empty everything out on the sterile field. Three medical centers have requested that a red label be placed on the pouch stating non-sterile-open items individually as needed.

Manufacturer narrative:
A discussion with the distributor found that there was no allegation of the sterile barrier begin breached. The centers were concerned that an unintentional breach could occur if a scrub or circulating nurse opened the pouch and dumped the contents out. The labeling of the device was evaluated. There is no labeling on the pouch or in the instructions for use stating that the procedure kit is sterile. The medical device, that ships in conjunction with the procedure kit, is sterile and is appropriately labeled as such. In instances where the procedure kit opened and dumped on the sterile barrier, the attendant has not read the labeling on the package to verify sterility or non-sterility of the product. To mitigate this type of occurrence the manufacturer has decided to change the packaging to a ziploc style bag which would indicate non-sterility by the bag design.